Manufacturer narrative:
(B)(4). A partial lead was returned in three segments for analysis. External insulation abrasion was noted at 12.0-12.4cm from the proximal end of the svc shock coil of one of the middle segments, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in three segments for analysis. Final analysis found an external insulation abrasion was noted at 12.0-12.4cm from the proximal end of svc shock coil, consistent with lead friction with to another device or feature of the heart. The etfe coating was intact at these locations.